Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was 30 mmol/l, it was treated with manual injection. The reservoir was out of insulin and customer wasn't home. Customer had eaten and was unable to bolus due to empty reservoir. Customer was able to clear the alarm. Customer's mother reported the drive support cap flush, it wasn't indented. Customer's mother called back and stated the device wasn't exposed to a magnetic field. Customer's mother had replaced the reservoir and infusion set. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.